Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/+7,5; cat# 6570-0-736; lot# 46104902. Primary titanium hemi cluster hole cup 52mm; cat# 502-03-52d; lot# mjep5w. Unknown meridian stem; cat# unknown; lot# unknown. 6.5 cancellous bone screw 35mm; cat# 2030-6535-1; lot# mmmp6t. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the product history records indicates products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had developed a right hip periprosthetic infection 6 weeks after operation. An opening in her wound draining serious fluid, fevers, and an aspiration consistent with a deep infection. The hip components were removed and a competitor antibiotic spacer was implanted. The spacer was then removed on (B)(6) 2014 and a competitor hip was implanted.